Event description:
It was reported that a routine trach change was being done and when the trach was being tested prior to insertion, the cuff was not inflating despite pushing 5 ml water. All the water was staying in the balloon at the top of the trach as if it had some sort of blockage. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.